Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). Asp complaint # (B)(4).

Event description:
A customer reported an event of a ¿peculiar smell¿ coming from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The fse performed equipment testing, calibrations, and cleaned the unit to resolve the odor/smell issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The odor/smell issue was resolved after calibration, testing and cleaning of the sterrad. The field service engineer performed equipment calibration, testing, and cleaning, and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. No parts were replaced. However, details of the resolution are pending and asp will continue to follow up for the service resolution. (B)(4).